Event description:
Procedure performed: unknown. Event description: I tried to cancel (B)(4) boxes of item ctf01 due to a reported issue with the product. We will need to return these boxes once they arrive at our facility. I have attached the invoice showing the (B)(4) boxes in transit. Kindly inform customer service about the return I will be requesting for this product. Additional information provided by applied medical representative on 18sep2024 via email: I spoke to the customer this morning and it seems they would like to return all five boxes of item #ctf01 due to an issue they had with this item during surgery. The customer stated that the trocar broke inside the patient during a procedure. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
This medwatch report # 2027111-2024-00851 was generated from a user facility notification. Following applied medical¿s submission of the initial report regarding medwatch report # 2027111-2024-00851, applied medical determined that this medwatch report is for the same event that was captured in medwatch report # 2027111-2023-00533. Therefore, medwatch report # 2027111-2024-00851 is a duplicate of medwatch report # 2027111-2023-00533. The result of the complainant¿s experience investigation is documented under medwatch report # 2027111-2023-00533.

Event description:
Procedure performed: unknown. Event description: I tried to cancel 5 boxes of item ctf01 due to a reported issue with the product. We will need to return these boxes once they arrive at our facility. I have attached the invoice showing the 5 boxes in transit. Kindly inform customer service about the return I will be requesting for this product. Additional information provided by applied medical representative on 18sep2024 via email: I spoke to the customer this morning and it seems they would like to return all five boxes of item #ctf01 due to an issue they had with this item during surgery. The customer stated that the trocar broke inside the patient during a procedure. Patient status: no patient injury or illness was reported.